Event description:
It was reported that during use of the bd microlance¿ hypodermic needle there is an issue with leakage from the sides of the needle. The following information was provided by the initial reporter, translated from dutch to english: is there a problem with needles 300600 with lot 190114? Several complaints come in, I will ask for details. When injecting the product empty, the product leaves the sides of the needle and not through the bevel.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or sample for 300600 lot 190114 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR show no abnormalities during needles manufacturing. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microlance¿ hypodermic needle there is an issue with leakage from the sides of the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: is there a problem with needles 300600 with lot 190114? Several complaints come in, I will ask for details. When injecting the product empty, the product leaves the sides of the needle and not through the bevel.